Event description:
It was reported that the patient had no stimulation sensation. It started after a fall two months ago. Further information is being requested from the hcp.

Manufacturer narrative:
.